Event description:
The pt stated that he received an e10 (cartridge error) and he pulled his insulin cartridge out of his infusion device. He stated that the plunger of the insulin cartridge stayed attached to the piston rod of the infusion device and insulin leaked in the cartridge compartment. The pt stated that he drained the insulin out of the infusion device and he was instructed how to remove the plunger from the piston rod. The pt was educated on the proper technique for removing the insulin cartridge. The pt was assisted with setting up his backup infusion device. No physiological effects were reported. Upon follow-up, the pt stated that his primary infusion device is functioning properly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.